Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the outcome resolved without sequelae (B)(6) 2016.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the patient also had pain at the pump site on (B)(6) 2016 that resolved without sequelae on (B)(6) 2016.

Event description:
Additional information received from the clinical site indicated prior to (B)(6) 2015 (indicated to have occurred on (B)(6) 2015), pain at the pump site also occurred on (B)(6) 2015 and recovered on (B)(6) 2015. The patient also experience pain at the pump site on (B)(6) 2015. The issue was considered ongoing. The pump site pain was related to the implant procedure/incisional site. The pain occurred for greater than 2 weeks following revision surgery. Dosing changes: (B)(6) 2015: dilaudid (750.0 mcg/ml, 181.48 mcg/day), bupivacaine (30.0 mg/ml, 7.259 mg/day), and clonidine (250.0 mcg/ml, 60.49 mcg/day) (B)(6) 2015: dilaudid (750.0 mcg/ml, 224.85 mcg/day), bupivacaine (30.0 mg/ml, 8.994 mg/day), and clonidine (250.0 mcg/ml, 74.95 mcg/day) (B)(6) 2015: dilaudid (750.0 mcg/ml, 275.01 mcg/day), bupivacaine (30.0 mg/ml, 11.001 mg/day), and clonidine (250.0 mcg/ml, 91.67 mcg/day) (B)(6) 2015: dilaudid (750.0 mcg/ml, 349.65 mcg/day), bupivacaine (30.0 mg/ml, 13.986 mg/day), and clonidine (250.0 mcg/ml, 116.55 mcg/day).

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) involved with a clinical study regarding a patient who received dilaudid (750.0 mcg/ml, 181.48 mcg/day), bupivacaine (750.0 mcg/ml, 7.259 mg/day), and clonidine (250.0 mcg/ml, 60.49 mcg/day) in an implantable pump programmed to simple continuous mode for malignant pain and cancer pain. The patient experienced pain at the pump site. The event resulted in an unscheduled office visit on (B)(6) 2015. The pump was repositioned on (B)(6) 2015. The event resolved without sequela as of (B)(6) 2015.